Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the tsw35 instrument is blocked and would not close. Another instrument was used to complete the case. There was no consequence to the pt.